Manufacturer narrative:
The up and down button on the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping/scrolling noted during testing. Visual inspection was performed and no moisture damage was found on electronic assembly. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, down button on the insulin pump wasn't responding and it alarmed button error. The up arrow button on the device kept scrolling. Customer's blood glucose was 115 mg/dl. Customer's mother stated the customer was at camp and the device was exposed to sweat. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.